Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultralink meter displayed an "ER 5" message. The complaint was classified based on the customer care advocate (cca) documentation. It is not specified when the alleged issue began. It is not known how the patient manages his diabetes or what action the patient took at the time of the alleged issue. At an unspecified time prior to the start of the alleged issue, the patient claimed he "did not feel good" and was dizzy. The patient denied receiving medical treatment. At the time of troubleshooting, the cca tried to walk the patient through a retest to resolve the alleged issue. Replacement products were sent to the patient. There is no indication that the reported issue caused or contributed to a serious injury since the patient symptoms did not correlate with lfs's definition suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged "ER 5" message remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.